Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & report source country is japan. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that omniwire was used in a diagnostic coronary procedure to measure the mid lad. After measurement, a stent device was delivered over the omniwire, but was unable to cross the lesion, thus the stent device was pulled back to the guide catheter. In order to cross the stenotic lesion, a 2-wire technique was attempted with the omniwire, but still unable to cross. The omniwire and second wire were retrieved from the patient, while the stent device remained in the guide catheter. Then, a pci wire was used with the stent device and introduced through the guide catheter, but some material was noticed at the distal tip of the guide catheter; therefore, everything was removed as a system. Visual inspection confirmed the material separated from the omniwire due to the sharp edge observed at the proximal sensor. Images confirmed that nothing was left in the patient. The procedure was completed by placing the guide catheter back in the patient, delivered a stent device over a new omniwire to treat the mid lad. No patient injury reported. This product problem is being submitted because the omniwire distal tip separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block d: brand name was updated from "omniwire 89185" to "omniwire pressure guide wire" to match the product label. Catalog# was updated from "300000252871" to "89185". Block h3: the omniwire was returned in two pieces. The distal portion (includes dome, tip coil, and pressure sensor housing) separated from the proximal end of the pressure sensor housing, and measured at 31.8 mm in length. The proximal portion (includes distal core, hypotube, composite core, and conductive bands) measured at 39.0 cm in length. At the location of the separation, sharp edges were noted. All pieces were accounted for with no missing material. Block h6: the probable cause of the separation is due to rough handling by the user. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device resulting in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.